Manufacturer narrative:
Device details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2016, during an abutment change. The implanted device remains.